Event description:
Same case as MFR report #: 2134265-2012-03144. It was reported that following a stenting treatment procedure, the patient died. The procedure treated the 99% stenosed target lesion located from the left main coronary artery (lmca) to the left circumflex (lcx) artery. After the diagnostic procedure was performed, it was determined the patient had no previous stents or bypass surgery. The physician highly encouraged the patient to undergo bypass surgery, but the family insisted on stenting. The physician positioned two guide wires, one through the lmca into the left anterior descending artery and the other through the lmca into the lcx artery. It is unknown if pre-dilation was performed. Next, two overlapping 3.5x24 mm promus element plus (pep) stents were advanced and deployed in the target lesion, one in the lmca and the other in the lcx artery and then post dilation was performed. The patient was stable and doing well, the angiographic pictures looked good and everything was removed from the patient. As the patient was being transported to his room, the patient started complaining of shortness of breath and oxygen was given. The patient had pulseless electrical activity, rhythm but no pulse. He was having a panic attack and before they were able to get him back on the table he expired. No autopsy has been performed and the cause of death is unknown.

Manufacturer narrative:
Age at time of event: (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).